Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing an alert coming from their device. The patient was seen in clinic which indicated that an alert was triggered for the right ventricular (rv) lead due to low pacing impedance falling below the alert threshold. It was noted that the pacing impedance had been chronically low. In addition, low r-waves and high thresholds were observed. The rv lead remains in use. No patient complications have been reported as a result of this event.